Event description:
This is a report of a homechoice patient (hp) who stated she has been in and out of the hospital due to a hernia and is in a lot of pain. The patient was admitted to the hospital on (B)(6) 2010 for abdominal pain and acute peritonitis. The patient was treated with vancomycin (dose and route unknown). The patient had her last treatment of peritoneal dialysis (pd) therapy on (B)(6) 2010. On (B)(6) 2010 a culture was taken from the pd catheter which revealed (B)(6). The catheter was removed that date. On (B)(6) 2010 the patient was discharged from the hospital. The patient is currently receiving hemodialysis. The peritonitis was reportedly not related to the dianeal solutions. The outcome of hernia is unknown, however, the patient reportedly did not have surgery for repair of the hernia. During a follow up call on (B)(6) 2010, the facility nurse indicated that the peritonitis was due to a bowel issue and unrelated to the catheter, baxter devices or solutions. The patient outcome was good.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was performed.